Event description:
The customer reported that the paramedics were called due to his high blood glucose. The caller stated that his glucose level was going high and low. Troubleshooting was performed. Reviewed the alarm history and found low reservoir alarms. .the customer stated that the insulin pump was functioning properly, and it could be the infusion set that it was changed before calling. While calling the customer gave a manual injection of 8.0 units. Instructed the customer to monitor his sugar. Advised the customer to contact his doctor regarding his glucose level. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.